Manufacturer narrative:
Additional information: d10, h6, h10. One cadd extension sets was returned for analysis and one sample was received for evaluation from p/n 21-7040-24; the sample was received in used conditions without its original package. The sample was visually inspected at a distance of 12" under normal conditions of illumination and no discrepancies were detected. The sample returned was tested using the hydrostatic vessel in order to detect any discrepancies that could affect the product functionality and occlusion was detected in the solvent bond between the tube and male luer. The customer's reported problem was confirmed. According to the investigation the most probable root cause of the reported problem was excess solvent was applied in the solvent bonds. According to the investigation production personnel was trained in order to reinforce the solvent application. The problem source of the reported problem is manufacturing.

Manufacturer narrative:
Phone number: (B)(6). State/region/province: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd extension set did not let the exit of drugs. The extension set was being used with a cadd cassette reservoir containing thermostable flolan; which the patient was unable to use. There was no reported adverse event.